Manufacturer narrative:
An event of congestive heart failure, calcification and pannus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted. On (B)(6) 2016, the patient was admitted to the hospital with shortness of breath that worsened over two months. The patient was diagnosed with congestive heart failure due to valve dysfunction. On (B)(6) 2016, the valve was explanted. The hospital pathology results showed calcification and fibrous pannus. A mechanical valve (model/sn unknown) was implanted as the replacement. (Clinical study patient ID: (B)(6)).